Manufacturer narrative:
Na

Event description:
Area rep reports the following, using axsos 5.0 the hcp asked the nurse for a (80mm) locking screw. Before implanting the screw the hcp saw that the screw was damaged. The hcp got another locking screw and went on with his surgery. It was also reported that the instrument tray was broken. The instrument tray had no consequences for the pt.